Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the screen became dark when the device was used, and nothing was displayed. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging widow was detached in the lapjoint section.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the device returned with the imaging widow detached in the lapjoint section, the imaging window was not returned for analysis. Impedance testing shows a complete circuit wave form and microscope inspection revealed the imaging window detached.